Event description:
The subject device was used during a laparoscopic assisted distal gastrectomy. The subject device could not output any more about one hour later from the beginning of use, and the ptfe pad of the subject device was separated immediately. The procedure was completed with another similar device. There was no patient injury reported.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the ptfe pad of the device was severely worn and partially separated. The probe and the jaw had contact marks against each other. The manufacturing history was reviewed, with no irregularities noted. Based on the similar cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad was severely worn and separated. Considering the evaluation result of the device, omsc concluded that the split and the severe wear of the pad occurred since the user continued activating output for an extended time after the tissue already cut, which caused the contact beween the probe and the jaw. Because the user kept outputting in its state, the contact marks were made and the output stopped. The instruction manual of the device already cautions; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or fallling off inside the body cavity and/or partial separating. Based upon the finding of the evaluation, this report appears to be related to user handling.